Manufacturer narrative:
The reported heat symptom could not be confirmed, as the device was not returned for evaluation. Likely causes include worn or damaged bearings. Product not available

Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.